Event description:
Patient reported "I need assistance, I have these implants and I am having numerous issues, sick, pain etc etc and more. I need to know my options for this with you before I seek out further advise." This record is for the right side. The device has been explanted. Healthcare professional later reported capsular contracture baker grade iii/IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: not observed. Additional observations: creases is observed. White particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Patient reported "I need assistance, I have these implants and I am having numerous issues, sick, pain etc and more. I need to know my options for this with you before I seek out further advise." This record is for the right side. Healthcare professional later reported capsular contracture baker grade iii/IV. Patient also reported "silicone leaked". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. Additional observations: creases is observed. White particles were observed on the shell.

Event description:
Patient reported "I need assistance, I have these implants and I am having numerous issues, sick, pain etc etc and more. I need to know my options for this with you before I seek out further advise." This record is for the right side. The device has been explanted. Healthcare professional later reported capsular contracture baker grade iii/IV.